Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure that the stapler was fired and that the staples only formed on the patient side of the cut line. On the specimen side of the cartridge none of the staple drivers are visible and some of the staples are still unformed in the cartridge. Leak test was preformed, and no leaks were shown. Same stapler was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/31/2022. D4: batch # 524a67. H6: component code: g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60t reload was received for analysis and reload body was noted to be damaged. The reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. The manufacturing record evaluation was performed and identified a issue related to the reported incident. The necessary actions to ensure the final product quality have been taken and documented in the appropriate quality system. The final quality release criteria were met before this batch was released for distribution.